Event description:
A us distributor contacted zoll to report that a patient developed a rash on their right side from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest. It is unclear if the physician advised removal due to the skin irritation or due to the patient no longer needing the lifevest. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.